Manufacturer narrative:
(B)(4). Incorrect prep; prep inside the anatomy. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties of balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the tenku coronary dilatation catheter (cdc), (b)(64 instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that during a procedure of the heavily calcified, non-tortuous, 100% stenosed, mid to proximal left anterior descending (lad) during the second lesion pre-dilatation with the 1.2 x 6 mm tenku balloon dilatation catheter (bdc), the balloon ruptured at 8 atmosphere (atm) after 30 seconds. The device was removed from the anatomy and a non-abbott bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.